Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was confirmed via device analysis. Additionally, the gripper line was observed to be broken, a gripper cover was observed to be bulky, and a gripper cover was observed to be torn. The reported unable to grasp leaflets and difficult imaging could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported unable to grasp leaflets was due to patient anatomy. The reported difficult imaging was due to patient anatomy and procedural circumstances. The cause of the reported single gripper actuation issue, observed broken gripper line, observed bulky gripper cover, and observed torn gripper cover were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr), small valve, and restricted posterior leaflet for a mitraclip procedure. During the procedure, imaging was challenging. Mitraclip ntw was observed to be stuck under the valve. Troubleshooting was performed and was successful. The clip was removed from the anatomy. It was observed at the back table that one gripper was unable to lower. Some tissue was observed on the clip. A perforation was observed in anterior leaflet. Grasping was unsuccessful with second mitraclip. It was removed from the anatomy and was observed at the back table under fluoroscopy. One gripper was unable to actuate. The mr remained unchanged post procedure. There was no clinically significant delay. No additional information was provided.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr), small valve, and restricted posterior leaflet for a mitraclip procedure. During the procedure, imaging was challenging. Mitraclip ntw was observed to be stuck under the valve. Troubleshooting was performed and was successful. The clip was removed from the anatomy. It was observed at the back table that one gripper was unable to lower. Some tissue was observed on the clip. A perforation was observed in anterior leaflet. Grasping was unsuccessful with second mitraclip. It was removed from the anatomy and was observed at the back table under fluoroscopy. One gripper was unable to actuate. The mr remained unchanged post procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.